Event description:
It was reported the patient's blood glucose level (bg) rose to 300 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (leg) while at a music festival, causing the cannula to dislodge and when removed the cannula appeared bent and the site was bleeding. As treatment, a new pod was placed and the patient visited the red cross tent at the festival to get a bandage to keep the pods on the skin, but did not receive any medical treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.